Event description:
Patient arrived in emergency department (ed) in respiratory distress. The respiratory therapist (rt) went to change the tracheostomy tube and only part of it came out and the remainder stayed behind.